Manufacturer narrative:
Added information to e3 and e4. H6: investigation results - the revision reported in (B)(4) may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and fracture after being implanted for over 11 years. Additional contributing factors to the reported failure may have been the result of a combination of risk factors including but not limited to being implanted with a lateralized liner, combining the largest available femoral head and/or thinnest available acetabular liner, and being implanted with a component having a shelf age of greater than 2 years, however, this cannot be confirmed as the devices were not available for evaluation, and pictures or x-rays were not provided at the time of this evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and fracture after being implanted for over 11 years. Additional contributing factors to the reported failure may have been the result of a combination of the risk factors specified in the hhe, including but not limited to being implanted with a lateralized liner, combining the largest available femoral head and/or thinnest available acetabular liner, and being implanted with a component having a shelf age of greater than 2 years, however, this cannot be confirmed as the devices were not available for evaluation, and pictures or x-rays were not provided at the time of this evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification that a 71 yo male patient, initial left total hip arthroplasty on (B)(6) 2011, who underwent a polyethylene exchange and an I and d of the left hip due to infection on (B)(6) 2011, underwent a second revision procedure on (B)(6) 2023, approximately 11 years 8 months post the first revision procedure. The patient received notification that the poly insert was recalled. X-rays were then taken, which demonstrated high riding left femoral head consistent with polyethylene wear. The revision op report indicated that during the procedure, synovium was identified and was sent for gram stain, aerobic and anaerobic culture and frozen section, which came back negative for acute inflammation. The hip was dislocated, and the biolox femoral head was removed. The femoral neck was exposed. The cup was in a vertical position and the acetabular component was completely worn and in fact fractured at the superior aspect. The acetabular component was easily removed which had very minimal bone ingrowth. The acetabulum was reamed to deepen. Components were implanted, trials were placed, the hip was located and found stable, the hip was dislocated, and trials were removed. New components, including a competitor¿s component were implanted. The hip was then located, and stability was satisfactory. The patient was taken to the recovery room in satisfactory condition. No device returns anticipated due to this being a legal case. No further information first revision reported under 1038671-2023-00659.

Manufacturer narrative:
Concomitants: serial #: (B)(4) category #: 170-36-00 - biolox delta femoral head 36mm od, +0mm, serial #: (B)(4) category #: 180-00-54 - nv crown cup no hole 54mm group 2, additional information, including the product investigation, will be submitted within 30 days of receipt.